Event description:
Further information was received from the nurse, indicating that the patient was referred to ent for review of a possible left vocal cord palsy. It was also reported that the patient has also been referred for a barium swallow test as he is reporting swallowing difficulties post insertion. He will be reviewed again in 3 months time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who was recently implanted with vns, had a cough. The patient's cough sounded wet. It was reported by the nurse that they checked the lungs and all was clear, no chest infection. The cough was situated more in the upper airways. It was reported that antibiotics were prescribed but these did not work. It was also reported that the patient's voice sounded a bit deeper and possibly not as powerful. Additional information was received from the nurse, indicating that the device remained off at present as the constant coughing was causing additional pain to back and ribs (which has been longstanding) but exasperated. The patient is planned to see the neurosurgeon in clinic. The nurse indicated that she believed there was some laryngeal swelling with possible vocal cord palsy. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. No additional information was provided to date.